Event description:
It was reported that the device exhibited a ¿pressure alarm¿. The event occurred before commissioning; there was no patient involvement and no patient harm.

Manufacturer narrative:
E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the display lens broken and downstream occlusion (dso) seal bubbled. Event history log review was not required. Functional testing was able to replicate the reported issue; the occlusion pressure was too low (13.9psi). The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was to be re-calibrated/replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.